Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter, "phaseal connector that I discussed with you over the phone. There have been a few leakage incidents and some nurses have been using additional tape to secure the connector and IV line."

Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. While the photo displayed the location of the leak, there was no evidence of a leakage that could be observed from that photo. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause at this time. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter, "phaseal connector that I discussed with you over the phone. There have been a few leakage incidents and some nurses have been using additional tape to secure the connector and IV line."